Event description:
Alaris pump module/channel with vasopressor medication infusing read occluded at pt site multiple times. Cvc line pt on assessment, drip infusing as programmed when tubing transferred to another module. FDA safety report ID# (B)(4).